Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: b1, d8.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Events submitted via 2210968-2020-05178, 2210968-2020-05181, 2210968-2020-05183, 2210968-2020-05184, 2210968-2020-05185 and 2210968-2020-05186.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/25/2020. Additional h6 patient code: 3191 - device extrusion. Additional information was requested and the following was obtained: the two event descriptions(1) customer found out suture has not been absorbed after 3 week from surgery. (2) sub-q was found out to be open despite of suturing were informed from the customer. Os procedure means ¿ wide excision cases that are done in os specialty, specific name is not decided.¿ customer cannot clearly match which product is used to which patient. Patient 1) 40/ m. Date and name of the procedure? Unknown, procedure name is ¿wide excision in os.¿ it was reported that "suture has not been absorbed after 3 weeks of surgery" " and "sub-q was found out to be open despite of suturing". Please clarify these events. Dehiscence occurred along suture line. Some knots that were made in sub-q were out from the skin. When was "sub-q found out to be open despite of suturing"? Yes, I attached some photos please refer to them. You can find some holes along suture line. Was the suture used on subcutaneous layer? Yes vicryl plus suture was used on sub-q. For skin layer, either skin stapler or ethilon was used. Was the dehiscence noted? Some. Date and location of inflammation was noted? Yes. Notes were asked to be shared but it will take some time. Any prescribed medication/ treatment provided? If yes, please provide medicine name, strength and dose. Antibiotics were provided. Was any surgical intervention performed specifically re-suturing? Resuturing was done. Wounded suture was removed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device vcp352h; pkbczjt0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of the initial procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Was the suture removed from the patient? If yes: please provide the date. Was a second surgical procedure performed to remove the suture? Was the patient re-sutured after the suture was removed? If the patient experienced a subq dehiscence: how many days post-op did the patient experience sub-q dehiscence? What tissue dehisced? Did the tissue pull away from the suture? What was the appearance of the suture? Was medical or surgical intervention provided for the dehiscence? If yes, please describe other relevant patient history/concomitant medications lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown general procedure on an unknown date and suture was used. Following the procedure, the patient may have experienced suture not absorbed three weeks from the procedure. The patient may have experienced sub-q tissue open after the procedure and the suture did not hold the wound enough. The patient also experienced inflammation. It was reported that the patient underwent a revision surgery on an unknown date and device was explanted. Additional information has been requested.